Event description:
During an unspecified procedure the balloon of the maverick2 monorail ptca catheter ruptured at 10 atms on the second inflation. The initial infoaltion was t 6 atms. The lesion being treated was a calcified 100% stenotic lesion in the right coronary artery( rca) the procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as "good".